Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 model intraocular lens (iol) was torn and upside down, cracked and haptic was backwards, when inserted into the patient's eye. The doctor removed the iol and a zcb00 24.5 diopter iol was inserted as the replacement lens. There was no other interventions and no sutures. Patient outcome post-procedure is unknown. No further information is available.